Event description:
It was reported that two devices were used during a colon resection. The staples were malformed. A 2nd tlh90 was used in the reoperation procedure along with sutures to complete the case.